Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the alleged complaint: the tip of the mcs instrument was bent. In addition, the tip cover accessory slipped off the mcs instrument, and orange surface was visible.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm monopolar curved scissors (mcs) tip was broken and could not be removed from the cannula. The customer removed the instrument with cannula together. In addition, the tip cover accessory slipped from the mcs instrument, and orange surface was visible. The customer used a backup mcs instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed together with cannula. There was no arcing observed. There are no photographic images/videos available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mcs tip cover accessory for failure analysis investigation. The accessory was analyzed and was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Unable to remove the returned tip accessory and to further inspect the damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mcs tip cover accessory for failure analysis investigation. The accessory was analyzed and the was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Unable to remove the returned tip accessory and to further inspect the damage. Initial findings were confirmed. The tip cover accessory was cut off the inspect the distal end. It was confirmed that the tube extension was broken and as a result the proximal clevis got dislodged from its normal position.

Event description:
Refer to h11 for follow-up information.